Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-8737-37 driver shaft tip broke while removing a screw. This was discovered during an unspecified procedure.

Manufacturer narrative:
Complaint confirmed. Visual evaluation, it was noted that the drive geometry at the distal tip of the returned ar-8737-37 had broken. No fragments were returned for inspection. A probable cause is attributed to over-torquing/over-engaging the driver within the screw head. The cause remains undetermined.